Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. In addition, the lead was returned with the helix bent and stretched. The number of turns to retract the helix is greater than specification due to the helix being bent. This is not a lead failure. All electrical testing was within specified parameters.

Event description:
It was reported that during the implant attempt there was high impedance and no capture after re-positioning the lead several times. It was also reported that there was high thresholds. The physician requested a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.